Manufacturer narrative:
Follow up #1 (B)(4) - device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) USA alleging code changes on its own and customer needs to press the ok on code 25 and hold it to get it to stay. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement product was sent to the patient.